Manufacturer narrative:
Suspected root cause: from visual examination of the screw and based on the info received, possible suspected root cause is that resistance to insertion was too high causing the screw to fail to advance into the bone tunnel, resulting in an excessively high insertion torque being applied which exceeds the strength of the screw.

Event description:
It was reported that during acl reconstruction surgery, the 6 x 23 mm screw broke during insertion into the drill channel. There was a delay of 3 minutes. There were no adverse consequences.